Event description:
It was reported that the lead exhibited high threshold. The patient had been lost to follow up since three months post implant. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.